Manufacturer narrative:
H3. Product analysis findings: a pipeline flex embolization device and a marksman catheter were returned for analysis within a shipping box and within a plastic bag. Upon visual inspection, no damages were found with the marksman hub or distal tip. The marksman catheter was returned in two segments. The pipeline flex pushwire was found to be extending ~11.2cm from the hub and the tip coil was extending ~0.1cm from the distal tip. The marksman catheter body proximal segment was found to be separated at ~134.8cm from hub. The marksman catheter body distal segment was found to be separated at ~33.0cm from distal tip. The marksman total length was unable to be measured due to its damaged condition. The marksman useable length was unable to be measured due to its damaged condition. An attempt to remove the pipeline flex from the marksman catheter resulted the inadvertent detachment of the distal hypotube due to high resistance. The marksman micro catheter was then used for resistance testing with an in-house 0.026in mandrel. The catheter was flushed. The mandrel was inserted into the hub and exited without issue. Based on the analysis findings, the customer¿s report of ¿catheter resistance at hub¿ was unable to be confirmed and the root cause could not be determined. It is possible that the tortuosity of patient anatomy, introducer sheath did not sit securely inside hub, user does not maintain a continuous flush, or user pulls back on/torques wire during insertion may have contributed to the reported issue. There was no device malfunction or non-conformance to specifications identified that led to the resistance during delivery. Based on the analysis findings, the customer¿s report of ¿catheter separation/break¿ was confirmed. It is possible that the tortuosity of patient anatomy, user advances device against resistance, user applies excessive force, or entrapment in vessel. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that the pipeline could not enter the marksman microcatheter and then could not be used because the marksman broke into two pieces. It was noted during the same procedure that the hyperglide had a defective guidewire entry hub. The patient was undergoing a procedure for embolization of a cerebral aneurysm. No additional medical or surgical treatment was necessary to prevent patient impairment. There was no harm or injury to the patient associated with the event. Additional information received indicated the catheter separated in the distal segment but did not remain in the patient. The hyperglide was found to be occluded during assembling when introducing the guidewire. All devices had been prepared per the instructions for use (IFU). Other products were used to complete the procedure with no harm to the patient.